Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause is overfill. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Warnings and cautions: warnings: do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. When using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only distilled or sterile water. The use of other fluids will damage the arctic sun® temperature management system. When moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing the patient bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50 °f); control strategy =2. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. Due to the systems high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun® temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arctic sun® temperature management system is for use only with the arcticgel¿ pads. The arcticgel¿ pads are only for use with the arctic sun® temperature management systems. The arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Do not allow circulating water to contaminate the sterile field when patient lines are disconnected. The water content of the hydrogel affects the pad adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Do not puncture the arcticgel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If accessible, examine the patient skin under the arcticgel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. The rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. The usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment. Users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. Medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun® temperature management system are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified." H11: section a: through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the targeted temperature (tt) was 33.5c in an arctic sun device. Patient started cooling around 6pm, therapy stopped with alarm 10 stating patient temperature (pt) 1 was below 31c. Nurse stated that water temperature (wt) did not seem to be getting warm either so they placed device in manual control. Explained manual control was only used for trouble shooting without patient involvement. Utilizing manual control did not allow patient temperature input consideration. Device would make water according to set temperature and could cause overshoot. Had disable manual control. Verified when therapy started patient temperature (pt) was 32.3c (18:35) and continued to drop to current patient temperature (pt) of 30.3c. Esophageal probe in use. Verified probe was in place. Asked if nurse could obtain secondary temperature source or check to verify patient temperature (pt) was accurate. Temperature confirmed. Explained that the patient temperature (pt) was now below the controllable range. Once patient temperature (pt) raised to 32c the device would be able to continue controlling from that range. Physician orders included use of radiant warmer. Discussed adding warm blankets if allowable and monitor patient temperature (pt). Offered to trouble shoot device to ensure functionality. Patient stability concerning at the moment. Advised once therapy begin, they need to verify that the water temperature (wt) was responding appropriately. Encouraged to call back and noted would alert counterpart who takes over call so that everyone was aware of this situation. Second call same day. Nurse called back because physician would like to understand situation. Explained that the patient temperature (pt) was below the low patient alert range. Noted my concern was mentioned that water temperature (wt) was not increasing. Without doing functional trouble shooting they could only speculate. Physician noted that when therapy was running water temperature (wt) was around 11c. Explained relationship between flow rate (fr) and heater enablement, circulation pump and heater's roles in warming patient. Physician and nurse confirm that radiant warmer is in use and patient temperature (pt) had now increased to 33.1c. Offered to walk through placing in manual control to definitively diagnose so that they could determine if device potentially need to be swapped out. Placed device in mc at 40c. After 15 minutes. Water temperature (wt) was 15.4c, outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.8c, inlet temperature (t3) was 17.8c, chiller temperature (t4) was 8.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 56 percentage, water reservoir level (wrl) was 5, system hours was 456, pump hours was 416. Noted it appeared device might have too much water and they need to attempt to drain 16 ounces of water. Nurse noted that they already have another arctic sun device they would prefer to swap out. Discussed setting up new device and noted if they receive another patient and need to use this device later to please call back and we can walk through draining water. Process would not take very long and allow them to have available device.

Event description:
It was reported that the targeted temperature (tt) was 33.5c in an arctic sun device. Patient started cooling around 6pm, therapy stopped with alarm 10 stating patient temperature (pt) 1 was below 31c. Nurse stated that water temperature (wt) did not seem to be getting warm either so they placed device in manual control. Explained manual control was only used for trouble shooting without patient involvement. Utilizing manual control did not allow patient temperature input consideration. Device would make water according to set temperature and could cause overshoot. Had disable manual control. Verified when therapy started patient temperature (pt) was 32.3c (18:35) and continued to drop to current patient temperature (pt) of 30.3c. Esophageal probe in use. Verified probe was in place. Asked if nurse could obtain secondary temperature source or check to verify patient temperature (pt) was accurate. Temperature confirmed. Explained that the patient temperature (pt) was now below the controllable range. Once patient temperature (pt) raised to 32c the device would be able to continue controlling from that range. Physician orders included use of radiant warmer. Discussed adding warm blankets if allowable and monitor patient temperature (pt). Offered to trouble shoot device to ensure functionality. Patient stability concerning at the moment. Advised once therapy begin, they need to verify that the water temperature (wt) was responding appropriately. Encouraged to call back and noted would alert counterpart who takes over call so that everyone was aware of this situation. Second call same day. Nurse called back because physician would like to understand situation. Explained that the patient temperature (pt) was below the low patient alert range. Noted my concern was mentioned that water temperature (wt) was not increasing. Without doing functional trouble shooting they could only speculate. Physician noted that when therapy was running water temperature (wt) was around 11c. Explained relationship between flow rate (fr) and heater enablement, circulation pump and heater's roles in warming patient. Physician and nurse confirm that radiant warmer is in use and patient temperature (pt) had now increased to 33.1c. Offered to walk through placing in manual control to definitively diagnose so that they could determine if device potentially need to be swapped out. Placed device in mc at 40c. After 15 minutes. Water temperature (wt) was 15.4c, outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.8c, inlet temperature (t3) was 17.8c, chiller temperature (t4) was 8.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 56 percentage, water reservoir level (wrl) was 5, system hours was 456, pump hours was 416. Noted it appeared device might have too much water and they need to attempt to drain 16 ounces of water. Nurse noted that they already have another arctic sun device they would prefer to swap out. Discussed setting up new device and noted if they receive another patient and need to use this device later to please call back and we can walk through draining water. Process would not take very long and allow them to have available device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.